Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reports having trouble with wire in the kit. It was reported "the catheter is very difficult to advance as it reaches 15-20cm. The catehter is requiring extreme force to advance, a buddy wire has had to be used most of the time. There is kink on trying to advance." There was no report of patient harm.

Manufacturer narrative:
(B)(4).

Event description:
Customer reports having trouble with wire in the kit. It was reported "the catheter is very difficult to advance as it reaches 15-20cm. The catheter is requiring extreme force to advance, a buddy wire has had to be used most of the time. There is kink on trying to advance." There was no report of patient harm.